Event description:
The tech alleged that the reverse trendelenburg did not function. No patient impact.

Manufacturer narrative:
The tech replaced the reverse trendelenburg limit switch assembly to resolve the issue.